Manufacturer narrative:
(B)(6). E1 - occupation: biomed dpt. Administrator. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had a sluggish touchscreen. There was no patient involvement and no harm. The field service engineer reported that the touchscreen was barely calibratable, slow and unresponsive to commands. The touchscreen was replaced and calibrated successfully. Product passed all functional and safety tests per manufacturer specifications.